Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, mitral annular calcification, mitral leaflet calcification, and posterior mitral flail with prolapse. One mitraclip was successfully implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2022 and (B)(6) 2022, mild mr was noted. On (B)(6) 2022, the patient was hospitalized with dyspnea, orthopnea, lower extremity edema, and weight gain. Worsening congestive heart failure (chf) was diagnosed, treated with medications. Per physician, the (B)(6) 2022 chf event with dyspnea, orthopnea, edema, weight gain, were unrelated to the mitraclip device. There was no device malfunction. During this hospitalization, on (B)(6) 2022, recurrent mr was noted at grade 3+, moderate and moderate/severe. Reportedly, the mitraclip remained well attached. The recurrent mr is unknown if device related. The patient has been discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.